Event description:
Per the CT abdomen without contrast report dated (B)(6) 2018: "the majority of the ivc filter lies outside the confines of the ivc. The filter is positioned in the aortocaval space with the apex of the filter slightly caudal to the origin of the left renal vein. One of the tines appears to lie within the ivc, but the remainder of the filter appears to lie in the aortocaval retroperitoneal fat. One of the tines on the left lies along the wall of the abdominal aorta but does not appear to perforate it. The filter appears intact and without fracture. There is no retroperitoneal fluid collection or mass".

Manufacturer narrative:
H6 (device code): appropriate term/code not available for device perforation. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right femoral vein due to prophylaxis prior to gastric bypass surgery. Patient is alleging vena cava perforation. Patient notes and further alleges "injury to inferior vena cava and adjacent structures, including perforation of the ivc. I continue to worry about all of the complications that the remaining filter can cause. Because the filter is remains in my body, I am at an increased risk of filter strut migration, filter strut perforation of the ivc wall, filter strut perforation of internal organs and adjacent structures, filter strut fracture, bleeding, pain, deep vein thrombosis, pulmonary embolism, post-thrombotic syndrome, ivc stenosis, and other serious complications, including death". Per the operative report for ivc filter placement dated (B)(6) 2010: "the clip select filter was placed through the catheter and positioned below the level of the second lumbar vertebra. It was seen to be in good position and the filter was deployed". Per the CT of the chest, abdomen, and pelvis with contrast dated (B)(6) 2010: "impression: the recently placed ivc tilter" is outside of the lumen of ivc and it lies between the ivc and aorta. Correlate clinical for etiology of this placement. There is no visible surrounding fluid or retroperitoneal hemorrhage". And, per the CT abdomen and pelvis dated (B)(6) 2010: "normal caliber abdominal aorta and ivc. There is a malpositioned ivc filter redemonstrated. Negative for retroperitoneal lymphadenopathy. No free air".

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been further investigated based on the information provided to date: vena cava perforation. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.